Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by vyaire has been scheduled. Vyaire will include the field service and the device/component evaluation in a follow-up report once a final evaluation is completed.

Event description:
The customer reported that the touch screen on this device is unresponsive to touch commands. The customer stated no patient involvement with this event.

Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found a damaged ribbon cable at the turbine eeprom. The fsr replaced the eeprom main printed circuit board assembly (pcba) and verified device calibration and performance. The device meets manufacturer's specifications.

Manufacturer narrative:
A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr replaced the front panel. The device meets manufacturer's specifications.